Manufacturer narrative:
E1: patient city: racine. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that the patient's blood glucose elevated to 270 mg/dl and got hospitalized due to diabetic ketoacidosis. The patient was hospitalized for two days. The patient had ketones bodies and received intravenous insulin drips and electrolytes as treatment in hospital. No further information available.